Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 around 4pm. Customer¿s blood glucose value at time of incident was over 600 mg/dl and current blood glucose value was 118mg/dl. The customer had urinary tract infection and blood clots in her arm. The customer was treated with the insulin pump. Customer was given intravenous insulin and antibiotics in the hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.